Event description:
It was reported that a flo-gard infusion pump presented an air in line alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The air in line alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be out of calibration air sensors. To correct the condition, the sensors were recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.